Manufacturer narrative:
Manufacturer ref#: (B)(4). Blank fields on this form indicate the information is unknown, or unavailable. Occupation: other health care professional similar to device under PMA/510(k) k171712. Investigation is still in progress.

Event description:
Description of event according to initial reporter: the filter did not deploy out of the sheath. A new g34505-igtcfs-65-1-uni-celect-pt was opened, and used to complete the procedure successfully. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the filter did not deploy out of the sheath (jugular approach). A new device was opened and used to complete the procedure successfully. Filter, three-way stopcock, introducer sheath and the jugular introducer was returned for product evaluation. Per product evaluation: jugular introducer: was curved. No nonconformance observed at the grasping hook. No nonconformance observed at the handle. Filter: the filter was attached to the grasping hook and released without any problems. The cause for the reported failure cannot be determined, based on the product evaluation. It was possible to get the filter out of the sheath and deploy. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. According to the instruction for use do not exert excessive force to advance the filter through the delivery system. There are adequate controls in place to ensure the device was manufactured to specifications. Based on the provided information an exact cause for this event cannot be established. However, a possible cause is that excessive force during advancing the filter through the introducer system could contribute to the reported event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.